Manufacturer narrative:
Hamilton medical ag requested further information regarding the device and the event.

Event description:
Hamilton medical ag received the following event description: "on (B)(6) 2024, the expected treatment for the disease or function is assisted breathing. The main manifestation of the event is low alarm oxygen concentration. Preliminary handling of the event: the machine frequently alarms "low oxygen concentration" during use. Due to the lack of self-awareness among many ICU patients, the nurse found that the patient's oxygen concentration dropped significantly and urgently replaced the ventilator. After maintenance, the oxygen concentration of the machine passed self inspection. "